Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was experiencing high blood glucose and no delivery alarm. Blood glucose level at the time of the incident was 400 mg/dl. Customer stated the insulin did exit. Customer treated with shots. Customer was unable to troubleshoot due to prime issue. The insulin pump will not be returned for analysis.